Event description:
This male patient was admitted for coronary intervention of a 99%, instent restenosis of a previously placed stent (details unknown) in the proximal lad. The vessel was moderately calcified and moderately tortuous. While trying to advance a cypher 3.0 x 18mm through an ebu 3.5 (launcher) guide catheter to the target lesion, the physician experienced a great deal of friction; however, the physician continued to advance the cypher to the target lesion (forced against the resistance). When the stent was delivered to and positioned within the lesion site, the physician noted that the stent had shifted slightly proximally, toward the proximal marker band. The physician decided not to use the device and withdrew it from the patient. There was no reported patient injury.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product. Additional information will be submitted within 30 days of receipt.